Event description:
It was reported that the patient could not adjust stimulation. When he tried to turn the stimulation off with the patient programmer, the icon didn't change. The patient was able to turn stimulation off with the recharger. It was reported that the patient still felt stimulation even though stimulation was off. The patient also experienced a shocking or jolting sensation at the lead location after repositioning himself in a reclining chair. The change in stimulation was first noted on (B)(6) 2011 and was more noticeable the following day. It was noted that the patient was seen recently and was told that some diagnostics had high numbers, so one of his leads was turned off.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4); accessory: model 37752, serial# (B)(4); lead: model 377845, lot# v734525039, implanted: (B)(6) 2011, explanted: unknown. Lead: model 377845, lot# v740411002, implanted: (B)(6) 2011, explanted: unknown.

Event description:
Additional information. Both leads were replaced, and the patient was getting "great" coverage.